Event description:
During a surgical procedure using the incompass system, the tips of the driver broke. Intervention was required to remove the tips of the driver from the surgical site. There was no report of surgical delay.

Manufacturer narrative:
Device is an instrument, not implantable. Requests have been made for product return.